Event description:
On 2024-dec-05, additional information was received from the physician. They reported that it was unknown where the explanted ins is.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the per the patient's request the most proximal portion of the lead was left as it was completely scarred in and would've required a laminectomy. The ins precludes the patient from being able to scuba dive so they wanted it removed. The lead was very stuck and would not come out without an additional laminectomy which the patient did not want, the leads were cut at the most distal point just after the paddle and they left the remaining portion. Healthcare provider (hcp) reported that there were no complications. It was later reported that the patient had discomfort from the battery. The battery pack has started to irritate the patient and they wanted it removed. Mild tenderness was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.